Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of button error alarm and unresponsive keypad with their insulin pump. The customer's blood glucose level at the time of incident was unknown. The customer states their current blood glucose levels are over 500mg/dl. The customer treated their high level with their back up plan. The customer is being sent out a replacement.

Manufacturer narrative:
No button error alarm noted. However act, esc and up arrow buttons did not respond due to corroded keypad traces. Pump passed idle current test. Unable to perform run current test, self-test, off no power test, error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to button keypad anomaly. Pump was received with minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.